Event description:
It was reported that the vns patient would be having her generator removed due to an infection at her generator site. The patient had surgery to replace her vns generator on (B)(6) 2010. Device history records indicate that the generator was sterile when shipped from the manufacturer. Surgery to explant the vns generator has occurred. Additional information received from the site revealed that cultures taken at explant found (B)(6). The neurologist noted that the patient continually prods and massages the generator site. No device failure is suspected.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records confirmed sterilization for both the generator and lead prior to distribution.